Manufacturer narrative:
This is the (B)(4) complaint for the finish goods lot; however, the (B)(4) for this issue. The device history record review shows the order was built and released per specification. The returned sample was visually inspected and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in a good condition and the ball in the drip chamber¿s check valve moved freely. A console representing a current software version was used to test the sample. The sample failed intraocular pressure (iop) calibration and generated a system message code. The consoles received signal amplitude (rsa) value associated with this event was reviewed and found to be non-conforming. The rsa value is computed and used by the console software while monitoring fluid flow through the consumable cassette. The console will generate the reported system message code(s) if the value decreases below a threshold limit at any point during priming or surgery when the iop function is enabled. Analysis of the returned sample revealed that the customer¿s event is related to a non-conforming rsa value associated with the cassette. Dimensional features associated with the assembly components appear to be the major contributing factor in low rsa values. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. Quality assurance has isolated and identified the major contributor to rsa and has taken action to optimize the component dimensions for the consumable cassette. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint. (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported the aspiration failed during a procedure. The cassette was exchanged and the procedure was completed without any patient harm.